Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient had a problem today because they were wearing cotton pants and received a "static shock" from the slide they were sliding down at a park. As a result of the event, it set their ins off to really fast pulses. The patient said it was painful and wondered if that could cause harm to them or if they damaged their implant. The patient took the batteries out of their patient programmer (pp); they knew it wasn't going to shut off their ins. The patient turned their ins off and then hypothesized that maybe it was because they were really nervous and hungry, but it seems to have subsided and turning it off stopped the "real bad." The patient did not fall or anything; it was a plastic slide and they were going down it really fast while holding their grandson. It was reviewed that how the patient moves their body may effect their perception of stimulation. It was further reviewed that therapy could be turned back on during the call to see if the fast pulses have subsided, but the patient felt more comfortable waiting and talking to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that troubleshooting included removing the patient programmer (pp) batteries, but after that did not resolve the pulses or pain the patient reduced stimulation to 0 and turned stimulation off for approximately one hour, but during the initial call the stimulator was turned back on. The patient later saw their healthcare provider (hcp) who checked the stimulation and found it to be erratic and the patient has not noticed too much of a difference. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had a problem today because they were wearing cotton pants and received a "static shock" from the slide they were sliding down at a park. As a result of the event, it set their ins off to really fast pulses. The patient said it was painful and wondered if that could cause harm to them or if they damaged their implant. The patient took the batteries out of their patient programmer (pp); they knew it wasn't going to shut off their ins. The patient turned their ins off and then hypothesized that maybe it was because they were really nervous and hungry, but it seems to have subsided and turning it off stopped the "real bad." The patient did not fall or anything; it was a plastic slide and they were going down it really fast while holding their grandson. It was reviewed that how the patient moves their body may effect their perception of stimulation. It was further reviewed that therapy could be turned back on during the call to see if the fast pulses have subsided, but the patient felt more comfortable waiting and talking to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.